Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker with concerns of loss of capture (loc) on the right ventricular (rv) channel. Upon review of the presenting electrogram (egm), ts noted that capture was confirmed but high pacing thresholds and farfield oversensing on the rv channel was observed. Ts discussed reprogramming options with the hcp. The hcp reported that the patient was presented with a lead revision procedure but declined that option. At this time, the rv lead and pacemaker remain in service. No additional adverse patient effects were reported.